Event description:
It was reported that the procedure was to treat a minimally stenosed, and moderately calcified vessel without tortuosity in the right coronary artery (rca). The nc trek rx balloon dilatation catheter (bdc) was inflated once at 16 atmospheres (atms) for 20 seconds and failed to deflate. Negative was held for a over a minute and failed to deflate but with multiple negative pulls, the balloon was able to get small enough [mostly deflated] to safely remove from the artery. The system was pulled out as a whole. There was no difficulty removing the stylet or protective sheath. The device was prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 50/50. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a minimally stenosed, and moderately calcified vessel without tortuosity in the right coronary artery (rca). The nc trek rx balloon dilatation catheter (bdc) was inflated once at 16 atmospheres (atms) for 20 seconds and failed to deflate. Negative was held for a over a minute and failed to deflate but with multiple negative pulls, the balloon was able to get small enough [mostly deflated] to safely remove from the artery. The system was pulled out as a whole. There was no difficulty removing the stylet or protective sheath. The device was prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 50/50. There was no adverse patient effect. There was no clinically significant delay in the procedure. Returned device analysis identified that the balloon was returned inside a non-abbott guide liner. It was confirmed by the account that a guide liner was placed to help deflate/remove the balloon and then removed them together. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: health effect impact code 2199 removed; 4641 added. Medical device problem code 1528 added.